Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed eleven months remaining four months ago. However, recent check revealed that the that device had four months remaining of battery life. Boston scientific technical services (ts) noted a high energy consumption and that the patient was right atrial (ra) paced. Ts suspected an early battery depletion. Additional information indicated that a device replacement was scheduled. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and showed that this device's power level has increased over the past year. Additionally, a current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis showed that the identified high current drain was a result of leaky capacitors. This resulted in the observed premature battery depletion.